Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had become hot on (B)(6) 2014 after ingress of fresh water/bath water into the pump evidence by moisture and/or corrosion in the pump. The reporter denied physical pump damage. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the returned battery cap and test cartridge cap were used to complete investigation. A review of the black box revealed no activity relating to overheating. The pump failed a leak test due a case seal leak. The pump powered on with the auditory and vibration alerts functioning appropriately. However, the display remained blank upon start up. Due to the blank screen issue the investigation on the reported temperature-moisture issue was unable to be completed. The pump¿s cover was removed; there was moisture and corrosion found to the pcb on the display flex/connector. Further inspection revealed intermittent conditions to the cgm module due a cold solder connection to the gold pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4). Animas has received additional information that the display screen on the pump was reportedly blank with moisture ingress present.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.